Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. There were no additional adverse patient effects reported. The ICD device was explanted.